Event description:
It was reported that post a stenting treatment procedure, the patient expired. The patient presented with a myocardial infarction. Angiography revealed a 54% stenosed diffuse lesion located in the moderately tortuous and calcified proximal to mid left anterior descending (lad) artery. The lesion was ablated with a 1.5mm rotalink plus device and then intravascular ultrasound (ivus) was performed with another manufacturers' catheter. The lesion was then predilated with another manufacturers' 2.0x15mm balloon catheter at 14atms. This 2.50x28mm promus element stent was then deployed in the lesion at 8atms for 30 seconds and postdilation was performed with a 2.75x15mm nc quantum apex balloon catheter at 15atms. Ivus was performed again which confirmed the stent was fully expanded. Coronary angiography was performed which confirmed improved blood flow. No complications were reported and the procedure was completed. The patient was discharged in good/stable condition. Thirteen days later, the patient expired while at home. The cause of death is unknown as no autopsy has been performed; however, troponin t elevation was found during a blood test. Stent thrombosis is suspected, but not confirmed.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).